Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 450 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.